Manufacturer narrative:
G4: 07jul2020, b4: 10nov2020. Complaint determined not MDR reportable as the customer provided more information that changes could be made through the touchscreen, although the nav ring was faulty. Nav-ring not working does not affect the functionality of the vent. The unit will continue to function and ventilate patient. The touchscreen can be used to make adjustments to the settings. When the navigation ring is not functioning or if cannot be used to enter or change settings while the device is in use (parameters can be adjusted using the touchscreen), the device will continue to function and ventilate the patient, and thus pose no risk for serious patient injury. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21jul2020.

Event description:
It was reported the manufacturer's field service engineer (fse) was performing preventative maintenance and found the nav ring was not working. There was no patient involvement. The fse determined the front bezel required replacement. The fse replaced the front bezel and the issue was resolved.